Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin additionally it was reported that the insulin gauge was inaccurate. Inaccurate. Blood glucose was not impacted. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.